Manufacturer narrative:
This report filed (B)(4) 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains. It is unknown whether there are plans to explant the device as of the date of this report (B)(4) 2016.

Manufacturer narrative:
This report is filed on july 26, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another cochlear device during the same surgery. This report is filed (B)(4) 2016. Device not returned to manufacturer.